Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The replaced alternate current (ac) power cord was returned for failure analysis. The ac power cord was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jan2020.

Event description:
It was reported that the alternate current (ac) power cord was damaged and the high ground leakage reading was out of specification during annual preventative maintenance. There was no patient involvement. The field service engineer (fse) replaced the ac power cord and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.